Event description:
It was reported to philips that the system had insufficient disk space and failed to store images. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during coronary procedure. The procedure was completed after relocating the patient to another room causing delay. It was reported to philips that the system experienced insufficient disk space, preventing it from storing images. Upon troubleshooting, philips field service engineer (fse) checked the system onsite and found that the system was unable to capture images, displaying an error indicating the image drive was full. Fse verified the image-stored data consistency and core database consistency, found data model consistency checks failed. Fse created a new image store for the frontal, checked the hard drives, found various unnamed archived patient records. To resolve the issue, fse deleted all the records and restarted the system. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.